Event description:
The international distributor of cryocyte freezing caontainers reported that customer placed pt sample into bag, then immedicately noticed that the tubing connecting the bag to the manifold set had broken. This was noticed just prior to heat sealing and before freezing. A sample site coupler was used to remove the pt cells from the bag and not pt impact was reported. The customer provided a photography of the beoken tubing which showed the cracled tubing, but a sample was not available to baxter for evaluation.

Manufacturer narrative:
A review of manufacturing records for this lot has been requested. Cryocyte bag complaint data are reviewed monthly by mountain home manufacturing plant and cellular therapies division quality management. Ctq-CAPA-0007 has been initiated to investigate customer reports of cryocyte bag breakages.